Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Experiencing difficulties with confirming PICC tip placement using sherlock 3cg technology, not able to confirm the placement when inserting dl piccs. ECG trace was very erratic and rn could not get an adequate picture or print out. Another time the PICC on sherlock when it was being inserted would just disappear.